Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include headache, constipation, nausea and vomiting. The patient was treated with saline drips and insulin of 4 units. The patient was released after 5 hours in the emergency room. The patient's basal rate was adjusted to 3 units per hour.